Event description:
Edwards received information a patient with a 21mm magna valve implanted for an unknown implant duration underwent valve-in-valve procedure due to aortic stenosis. A 20mm 9600tfx was successfully implanted inside the 21mm valve. Patient reported to be in recovery.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.